Manufacturer narrative:
Additional information for h4: the lot was manufactured between may 17-19, 2022 h10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of the leak inside the bag was found to be an untightened blue winged cap. Therefore, the cause of leak inside the bag was potentially due to a use error by not securely tightening the blue winged cap. The cap was manually tightened, and a functional leak test was performed, and no signs of a leak were observed. Based on the sample analysis finding, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. The leak was found during storage. There was no patient involvement. No additional information is available.